Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue with the ventilator's lcd display screen was observed. The device's lcd display screen and lcd backlight cable will be replaced to address the issue. Conclusion - device has been evaluated but the components have not been replaced pending customer approval of estimate.